Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, deformity and erosion at the left corpus cavernosa. It was also noted that the proximal left cylinder ruptured. The cylinders and the pump were explanted and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, deformity and erosion at the left corpus cavernosa. It was also noted that the proximal left cylinder ruptured. The cylinders and the pump were explanted and replaced. There were no further patient complications reported.